Manufacturer narrative:
Investigation summary: the customer reported low hemoglobin and rbc results on one patient. Results were discrepant compared to a reference instrument. Instrument in use was a cell-dyn 1800 analyzer. Controls did not indicate negative bias. It was unknown if the sample was repeated. The customer was to do all regular maintenance, precision and cal verification as troubleshooting. The customer technical advocate (cta) was to follow-up; follow-up was done in 2008. The customer reported that the instrument was to be calibrated, but was giving clog/flow errors after maintenance. Maintenance included autoclean/ inlet line clean/ manual aperture cleaning/ sample syringe cleaning. A field service representative (fsr) was on site and completed repairs the month prior, which included solenoid replacement and correcting the aperture plates (rbc/wbc aperture plates were switched). The fsr performed verification procedure tests which passed. No further investigation needed. There was a recurrence of the issue during follow-up on original date. A precision was done, which passed, then the customer calibrated the analyzer. The cell-dyn system 1800 operator?s manual: troubleshooting and diagnostics indicates that low values may be related to insufficient sample; blockage of the aspiration probe; air leakage; pre-mix cup drainage; solenoids or one way values malfunctioning (10-32). Spuriously high hgb results may be caused by issues with the sample, the flow cell or electronic malfunction.(10-40). Inaccurate hgb results may be caused by contamination of the hgb flow cell. (Page 10-36) hemoglobin values outside of normal range and should have triggered a dispersional data alerts. (Normal reference values are provided in appendix b table b-2, page b-3) the operator manual recommends (page 3-25) that one patient limit set or the panic limits be used to enter instrument-specific laboratory action limits. When results fall out side the laboratory range the operator is alerted to follow a lab protocol such as repeating the sample, reviewing a smear or information a physician. As no printouts were available, it is unknown what limits were in use or what flagging occurred. Trending: review of complaint reports for 2007 through 2008 have been evaluated for the complaint issue. No adverse trends have been identified for the cell-dyn 1800, for the complaint issue of discrepant patient results. No product issue was identified for the cell-dyn 1800 product, for issues with erratic hemoglobin recovery. No systemic issue was found for the product. Conclusion: the instrument generated discrepant results. Initial incident hgb low/rbc high compared to reference lab results. The device involved in the event was evaluated. It was noticed that the rbc/wbc aperture plates were switched which was corrected by the fsr. A solenoid valve was replaced and performance testing completed with acceptable results to further resolve the issue. No additional information regarding patient impact was provided. This is the final report.

Event description:
The customer states that the cell-dyn 1800 analyzer generated results for one patient sample. The lab technician noticed that the hemoglobin appeared low and sent the sample to a reference lab for testing. The results obtained from the sample tested at a reference lab (test method not provided) were different from the initial results generated by the cell-dyn 1800 analyzer. The customer provided the following data. Cd 1800 results: rbc 3.37 m/ul. Hgb 8.7 g/dl. Reference lab results: rbc 2.96 m/ul. Hgb 10.4 g/dl. No impact to patient management was reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.